Manufacturer narrative:
Lot number provided as 9825762; this number could not be validated as matching the provided part number. (B)(4). Device broke intra-operatively; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the reduction of an open femur fracture with internal fixation while placing the screw, the head broke off of the shaft for two screws. The screw shafts remained in the patient¿s body. The surgery was prolonged for sixty (60) minutes, but the procedure was successfully completed. The patient outcome is unknown. This is report 1 of 2 for (B)(4).